Manufacturer narrative:
Additional information:  b5, h10. An article was received that reported the event with more details. Reference article:  kazufllnll horiuchl, hirotoshiimamura, keita suzuki, natsuhiko ehara, ytlta azuml, kite kim, yutaka furukawa and nobllytlki sakall "a case of urgent carotid artery stenting for repeated transient lschenlic attack caused by complete atrioventricular block after transcatheter aortic valve replacement." Nkc vol 5 2 april 2020.

Event description:
Additional information: an article was received that reported the event with more details. As reported through article "a case of urgent carotid artery stenting for repeated transient lschenlic attack caused by complete atrioventricular block after transcatheter aortic valve replacement",  on the day of the procedure, complete atrioventricular block (cavb) was observed. Since there was patient's own rhythm, temporary pacemaker (tpm) was removed. On post operative day (pod) 1 of the tavr procedure, there was tendency of bradycardia and possibility of permanent pacemaker (ppm) implantation was discussed. Also, dysarthria and hemiplegia were observed. CT confirmed there was no cerebral hemorrhage. The tpa and fluid load were given and symptom was resolved. There was no clinical findings of stroke. It was decided that the dysarthria and hemiplegia were the result of tia, caused by the hemodynamic instability due to cavb. For the tendency of tachycardia, tpm was inserted. After that, there was no recurrence of tia. Cavb still remained, but as the patient's own rhythm was confirmed, tpm was removed on pod 3. On pod 6, tendency of bradycardia showed again and long pause for 7 seconds occurred. At the same timing, hemiplegia and mild aphasia were observed. Immediately fluid load was given and it was resolved. The CT confirmed there was no cerebral hemorrhage. It was decided that the cavb is the cause of tia. Tpm was prioritized and MRI was not taken. To prevent the future tia and stroke, it was decided to execute cas first and then pmi. On pod 7, cas was executed. On pod 8, pmi was executed.  There was no report of further complications.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the heart block is unknown; however, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi case registry, the patient developed an atrioventricular block (avb) after the transfemoral tavr procedure for a 29mm sapien 3 valve. The exact date and order of the event occurrence could not be specified. A permanent pacemaker was implanted.